Manufacturer narrative:
Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in her right eye (od) on (B)(6) 2011. The patient reported lost vision due to the development of a cataract. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The facility confirmed the patient report and indicated the date of cataract diagnosis was (B)(6) 2015. The type of cataract was cortical peripheral. The lens had a low vault and this probably was the cause of the subcapsular haze. The lens remains implanted and the patient's post-op visual acuity was 20/20. (B)(4).